Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 17 june, 2022. Medwatch report # mw5110425 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector the tubing broke. While drawing blood from catheter the loop broke from the IV catheter.

Manufacturer narrative:
H.6. Investigation summary: bd received a 18 gauge nexiva device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the extension tubing had become separated from the adapter. Dry media can be seen in the device indicating signs of use. Upon closer inspection of the catheter adapter and extension tubing, no signs of damage can be observed on the device though the two parts are separated. Therefore, based off the visual inspection the engineer was able to verify the reported defect. This type of defect was unlikely to occur in the user environment as it will require a great amount of force to separate the two components. In an attempt to recreate the event, another device was used. The catheter was pulled out from the adapter and before it could not come out the catheter stretched and could neither be broken or separated from the adapter. Given that no damage was observed on the catheter adapter, it was likely that the defect was caused during manufacturing. During manufacturing, this type of defect could occur if adhesive was not fully cured leading to bond failure. There are process intensity checks using radiometer and lens cleaning to ensure the uv intensity from the led light. In addition, operators perform catheter pull force testing per the quality plan to mitigate the occurrence of this defect.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector the tubing broke. The following information was provided by the initial reporter: while drawing blood from catheter the loop broke from the IV catheter.